Event description:
Laparoscopic removal of gastric band due to device failure due to migration causing acute dysphagia. Patient underwent placement of a 9.75 allergan lap-band in mexico. She has been experiencing symptoms of reflux. The patient had an esophagram, which demonstrated flattening of the band with an eccentric portion of fundus above the band, consistent with a slipped band. After review of her treatment options, patient elected to proceed with a laparoscopic removal of her gastric band. The patient was taken to the operating room on same date for a laparoscopic-assisted removal of laparoscopic adjustable gastric band and subcutaneous port.what was the original intended procedure?laparoscopic gastric band removal.device #1is this a laboratory device or laboratory test?no.